Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got off no power alert. On insulin pump. Customer¿s blood glucose level was 96 mg/dl. Troubleshoot was performed for off no power alert. Customer stated that they did not get low battery alert prior to the off no power alert. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no off no power alert noted.